Event description:
The device was removed due to "the connector at the pump had ripped away." As reported to co, the pump/cylinder set and some assembly kit component(s) only were removed and replaced; leaving in place the reservoir component from the initial implant surgery.

Manufacturer narrative:
According to the available info, this penile prosthesis was implanted on 1/10/96. The device was removed and replaced in 3/97, reportedly because "the connector at pump has ripped away." The pump with an attached connector, and two cylinder were received and evaluated by the MFR. The pump and cylinders were received detached from one another. The pump's serialized outlet was received detached through the stain relief. The remainder of the strain relief was received attached to the distal tubing end of cylinder #1. The pump could not be completely tested, because the connector was received at the distal tubing end of the pump's inlet tubing. Thus, the pump could not be attached to the test panel for certain tests. No functional abnormalities were detected with the pump or cylinders. A microscopic examination was performed. Rough, irregular cross sectional surfaces were noted at the pump's serialized strain relief and at the strain relief attached to the tubing end of cylinder #1, indicating a tear between these two components. These two components matched-up together. A crease was noted at the portion of strain relief attached to the distal end of the cylinder tubing, indicating that the device was partially kinked while in-vivo. Based on the received info and quality assurance's evaluation, qa concludes that a tear of the pump's serialized strain relief occurred. The occurrence would render the device inoperable, and was the reason for removing the device. The device's in-vivo positioning contributed stress(es) that contributed to the tear. Since the pump and connector could not be fully tested, qa is precluded from determining if the pump's valve mechanism or the attached connector were related to the reason for removal.